Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. A scope communication error (e224) displayed due to a shorted cable; there was a puncture on the cable. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the camera cable was punctured by reprocessing or storing this product together with tweezers, forceps, a scalpel, etc. It is probable that water leaked into that part, the electric circuit inside the product was destroyed, communication between the camera head and the processor became impossible, and the image was not displayed. The following is stated in the instructions for use which can prevent the event: "do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.